Manufacturer narrative:
Patient initials are (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 2, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015 to treat a left intertrochanteric fracture. During the procedure, a blade/screw guide sleeve, a buttress/compression nut, and an aiming arm locking device became jammed inside of an aiming arm. The surgeon had to use a mallet to get the instruments out of the aiming arm, thus damaging the blade/screw guide sleeve. There was a reported surgical delay of less than five (5) minutes. No fragments were created or left behind nor were additional x-rays required. The procedure was successfully completed with no patient harm. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the buttress/compression nut (bcn) (03.037.016), blade guide sleeve (03.037.017), and aiming arm locking device (03.037.015) were received at the investigation site. There is no noticeable damage to the locking device. This complaint could¿ve been caused by a combination of circumstances. First, the bcn could¿ve been jammed by excessive buttressing. The function of the bcn is to advance the guide sleeve through the aiming arm to buttress against the lateral cortex and to later compress (if needed) the implant construct. Excessive buttressing can lead to deflection within the insertion instruments causing binding of the system. Additionally, the counter-torque caused by blade insertion could have rotated sleeve in the aiming arm, jamming the round of the sleeve into the flat of the aiming arm. Finally, the blood and tissue could have caused additional difficulty when attempting to loosen the connection between the aiming arm and sleeve. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.